Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not functional. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: off-site battery analysis visual inspection for the cell did not note any anomalies or evidence of external manufacturing defects. Radiographic examinations of the cell did not note any items indicating internal shorts or missing internal components. Destructive physical analysis was performed to gather data on internal cell conditions. No anomalies or abnormal conditions were observed. If information is provided in the future, a supplemental report will be issued.